Event description:
Health care professional (hcp) reports 1 blood leak noted into the dialysate compartment during pt treatment. New disposables used to continue treatment without incident. Estimated blood loss of 150cc reported. Dialyzer preprocessed prior to this report. Hcp reports no pt injury or need for medical intervention.